Manufacturer narrative:
Complaint evaluation: the customer requested that the device be returned for bench repair. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty capacitor. Customer resolution and conclusion: based on the conclusion of the evaluation, it was determined that this was a malfunction of the capacitor. The customer was advised to replace the capacitor to return the device to working condition, however the quote expired. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device had an op check failure because the capacitor was out of tolerance.

Event description:
It was reported to philips that the device does not pass the self test. There was no patient involvement.